Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported, a turbo-ject® double lumen bedside power-injectable PICC line inserted on the (B)(6) 2018. The PICC line was found to be split at the hub (was aspirating air) and was removed on (B)(6) 2019. This required a new PICC line to be inserted. Additional information was received on (B)(6) 2019. The customer is not aware of any other devices being attached to the hub. Flushing protocol was pre and post medications as well as once per shift if not in use.

Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and trends. One device was returned for investigation. Visual examination noted the clear tubing is partially separated at the purple hub. A review of the device history record for lot number 8858748 found there were no non-conformances related to the reported failure mode. A review of complaint history revealed this complaint to be the only one associated with complaint lot number 8858748. The instructions for use (IFU) the proper warnings, precautions, and instructions for use. The IFU has specific warnings about power injector pressure - the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extention tube. The complaint was confirmed based upon evaluation of the returned device. The assigned root cause category for this failure mode is - cause traced to device design. Measures have been initiated to address this failure mode. The appropriate internal personnel have been notified and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information to report.